Event description:
It was reported that there was a one time high pace/sense impedance measurement and that the lead integrity alert was triggered for out of range impedance in the right ventricular (rv) lead. It was further reported that the device was reprogrammed with "tighter parameters" and continued monitoring of the lead function. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.